Event description:
It was reported that the reservoir herniated day after surgery due to patient coughing. No product issue.

Manufacturer narrative:
The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of pain, herniation quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced pain in groin and near reservoir. Additional information indicated the patient experienced pain in the surgical sites. No implant failure, no infection present. Blood tests returned normal. The implant was replaced as a last resort to appease the patient as they have had no resolution. The device was removed/replaced.